Event description:
It was reported that after pocket closure, during the routine follow-up, the patient complained of experiencing chest (heart) pain. The patient was put back on the operating table the same day, and surgical intervention was performed. The lead was re-attempted, but the helix mechanism could not be extended. The lead was replaced with a new one. No additional adverse patient effects were reported. This lead is expected for return. Additional information: a good faith effort was submitted to the field to obtain additional information as to the cause of the patient's chest pain. This could not be determined, and there was no imaging performed.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid was present around the helix. Subsequent testing identified and confirmed the helix difficulty allegation based on stylet insertion failure near the terminal pin, indicating a bent inner coil. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty.

Event description:
It was reported that after pocket closure, during the routine follow-up, the patient complained of experiencing chest (heart) pain. The patient was put back on the operating table the same day, and surgical intervention was performed. The lead was re-attempted, but the helix mechanism could not be extended. The lead was replaced with a new one. No additional adverse patient effects were reported. This lead was received for analysis. Additional information: a good faith effort was submitted to the field to obtain additional information as to the cause of the patient's chest pain. This could not be determined, and there was no imaging performed.